Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 the patient introducer needle got broke upon inserting and the insertion site was abdomen. The event occurred within 6 minutes of insertion. No further information was available.